Manufacturer narrative:
The dorsal height adjuster was returned and evaluated. It was found to have a cracked tip which is different than the reported failure of worn. With the limited information provided, a cause can not be established for the failure. There are no indications of manufacturing issues which would have contributed to this event and the device was likely conforming when it left zimmer biomet¿s control.

Event description:
It was reported that the tip of a seqoiua dorsal height adjust was found worn during incoming part inspections. Therefore, there was no surgical or patient information provided. However, device evaluation by a zimmer biomet employee found the driver tip to be fractured.